Event description:
It was reported that during a procedure, after administering local anesthesia patient started experiencing irregular heartbeat and as such the procedure was aborted. The patient is in stable condition and conditions have resolved.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.